Event description:
This report is being filed since soft tip damage was noted on the returned steerable guide catheter. A torn soft tip has the remote potential to cause serious injury if a piece of the soft tip is left behind in the anatomy. It was reported that the first clip delivery system (cds) was prepared and advanced the steerable guide catheter (sgc) per instructions for use (IFU), without reported resistance, in a patient with degenerative mitral regurgitation (mr) of 4+. Once in the small left atrium, the m knob was turned, however, the clip moved in the opposite direction than intended, towards the atrial roof. Due to the small left atrium, straddling the cds and the sgc took a little more time than usual; however, this was not reported as clinically significant. The positive and negative knobs of the sgc were manipulated and the clip was then properly positioned for leaflet grasping and clip deployment. There was no reported improper deflection in the left ventricle, the cds did not become caught on the sgc, and there was no resistance felt removing the cds through the sgc. The clip was deployed reducing the mr to 2-3. Once the cds was outside the anatomy, the physician tested the device, repeating the blue alignment with the sgc and confirming the sgc was in neutral position. The same deflection was occurring upon m knob application. There were no adverse patient effects and there was no clinically significant delay. Reportedly, there was no damage noted to the sgc soft tip post procedure. No additional information was provided. Subsequent analysis of the returned sgc revealed soft tip damage. Reportedly, the soft tip damage was unnoticed by the account and possibly occurred during device manipulation, outside of the patients anatomy.

Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of a query of the complaint-handling database identified no other incidents reported from this lot. Although there was no reported device issue associated with the steerable guide catheter (sgc), analysis of the returned device identified that guide soft tip material was torn. Potential causes for tears in the soft tip material can include, but are not limited to, procedural conditions/user technique in regards to removing the cds during the procedure or handling, and manufacturing anomalies. With respect to procedural conditions and/or user technique, tears in the soft tip can be influenced by an interaction with the clip or inadvertent user handling. In this case, the left atrium was smaller than usual; therefore, straddling took more time, but was ultimately successful. The account was not aware of any damage to the sgc and it was confirmed that the clip did not get caught on the guide tip during the procedure. It was noted that the sgc and cds were manipulated after the procedure outside of the patient, so the tears guide tip could have occurred when manipulating the devices outside the patient to try to understand what had happened regarding the cds sleeve steering issue. Based on the information reviewed, it is likely that the manipulation of the devices post procedure resulted in the minor tearing identified in the soft tip. The reported guide tip tears appear to be related to post procedure handling and not a product quality deficiency.